Event description:
Programming data was received and reviewed. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was observed in the or after generator replacement occurred. Lead revision was scheduled. The explanted device has not been received to date. No known surgery for the lead revision has occurred to date . No additional relevant information has been received to date.

Event description:
Generator analysis was performed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No known surgery for lead replacement has occurred to date. No additional relevant information has been received.

Event description:
The explanted generator was received. Product analysis is being performed. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem & d10. Device available for evaluation? - correction - generator was received on 11/25/2020 prior to supplemental #2 MDR and was inadvertently not included.

Event description:
It was reported that the patient was experiencing increased seizures and had a suspected lead fracture. It was reported that the patient impedance was typically around 4000 ohms. The patient's neurologist and neurosurgeon disagreed whether a lead fracture had occurred as impedance was not observed to be high. It was noted that system diagnostics had only performed on the patient in the seat position. X-rays were taken and reviewed by radiology. It was noted that the two wires twinned in the insulated sheath, one of the wires was noted to have been interrupted. Radiology agreed and believed the lead was fractured. In the portions of the lead visible, a gross lead fracture was observed. One of the lead wires was observed to have a discontinuity in the strain relief bend portion. The wire is observed to be hanging down past the end of the strain relief bend in both the ap and lateral neck xray images. Sales representative noted that the providers were not certain that the patient had a lead fracture as no high impedance has been observed for the patient. Sales representative noted that the providers had decided to only refer the patient for generator replacement. No known surgery has occurred to date. No additional relevant information has been received to date.